Event description:
Pt was implanted with a plate during orif of a hip fracture in another country. The plate was used upside down in the proximal femur and x-ray shows the screws backing out. Pt is to be revised.

Manufacturer narrative:
Add'l info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.